Event description:
It was reported the surgeon "wanted to use a qwix 4.3mm for a talo-navicular arthrodesis in a pt with a rather poor quality of bone. She used the drill in order to prepare the first cortex; no preparation of the full length of the screw such as in most cases. When she wanted to embed the head of the screw into the cortex, the screwdriver did not permit the screw because of the head of the screw (did not manage to screw. They used more force to insert the screw; the inner part of the head was damaged because the surgeon put a lot of force on it. This should not happen even with a lot of force put on the head. The surgeon took another screw from the same diameter and same length and it went well. The head of 4.3mm screws seem to be fragile. The screwdriver was ok as surgeon used it for other screws without problem". There was no adverse consequences to the pt reported. Surgery time was extended 20 minutes due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.